Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date that the incident occurred is unknown. The date entered in section b3 is based on the report of "a week ago" from the adc awareness date. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. A customer reported receiving an unspecified low scan on the adc device compared to an unknown result obtained from a competitor device. The customer became woozy and experienced a loss of consciousness however, there was no report of third-party medical intervention as no further information was provided. There was no report of death or permanent impairment associated with this event.